Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2021-00279. During a supraventricular tachycardia exploration and ablation procedure, a pericardial effusion was noted just after transseptal puncture. While mapping, an atrial tachycardia was noted coming from the left atrium and transseptal puncture was performed. Transseptal puncture was performed with the patient awake. Soon after, the patient complained about chest pain and a transesophageal echo (tee) revealed a pericardial effusion next to the right atrium. As the effusion was growing, it was decided to resolve the issue with a sub-xyphoidial approach and prothrombin was administered to stabilize the patient and the procedure was aborted. There were no performance issues with any abbott devices. The physician felt the perforation occurred when advancing the guidewire in the right atrium (ra) towards the pericardium and the sheath jumped back inside the ra and guide went up in the superior vena cava (svc).